Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6). This medwatch is for the active system 2. Please reference medwatch with patient identifier (B)(4) for the active system 1.

Event description:
Customer reportedly received the following results on 2 different meters within 2 minutes: 0.6 mmol/l (active system 1) and 17.0 mmol/l (active system 2). No adverse event was reported. The alleged product is not available to return for evaluation, and the customer was unable to provide the lot numbers.